Event description:
A psychiatrist called and reported that a patient¿s battery is dead and he is unable to program the device due to low battery. The physician wants to replace the device. Clinic notes were received providing report of an increase in crying and depression symptoms in (B)(6) 2016. He provided the stimulation has been working well, and that adjustments were made when the patient experienced increased depression or mania. The patient has avoided psychiatric hospitalization. He provided that the patient currently is experiencing increased symptoms of depression and vns was adjusted for the symptoms. The battery was stated to be dead. An estimate of battery life using the manufacturer¿s in-house programming history database predicted the battery was not yet depleted. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred. The device was discarded by the explant facility.